Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapeutic benefit and was having trouble getting to the bathroom on time. The patient was also experiencing urgency and was wondering if they are suppose to increase or decrease the stimulation. It was mentioned that the stimulation was increased from 0.8v to 1.0v and they haven't noticed improvement. The patient described the change as sudden. There were no further symptoms or complications reported or anticipated.